Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), food intolerance ("intolerance to some foods"), tooth loss ("tooth loss"), tinnitus ("ringing in the ears"), anxiety ("anxiety"), bone pain ("bone pain") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, food intolerance, tooth loss, tinnitus, anxiety, weight decreased, bone pain and headache outcome was unknown. The reporter considered anxiety, bone pain, food intolerance, genital haemorrhage, headache, hypersensitivity, pelvic pain, swelling, tinnitus, tooth loss and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), food intolerance ("intolerance to some foods"), tooth loss ("tooth loss"), tinnitus ("ringing in the ears"), anxiety ("anxiety"), bone pain ("bone pain") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, food intolerance, tooth loss, tinnitus, anxiety, weight decreased, bone pain and headache outcome was unknown. The reporter considered anxiety, bone pain, food intolerance, genital haemorrhage, headache, hypersensitivity, pelvic pain, swelling, tinnitus, tooth loss and weight decreased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.